Event description:
It was reported that the patient was experiencing some ¿quirkiness¿ with her therapy. It was stated that the patient¿s device had been implanted at the top two stems of the trigeminal nerve in the area of the patient¿s face. It was stated that the patient had noticed a gradual change that started 6-8 months prior to this report. It was stated that the patient had a knot, and it was thought to be at the location where the lead wire splits. It was noted that the knot had not been there prior to the patient having been implanted. It was stated that the patient could feel a ¿pulsing¿ from the knot area to her teeth and it was painful at times. It was further stated that if the patient touched the knot, it would send waves of electrical pulsing to the muscles around her eyes. It was noted that it felt like the electrical pulse was coming from the knot itself. It was noted that no doctor had checked the knot to see what it was. It was stated that the patient¿s stimulation system had been implanted for an off label use. It was stated that prior to having the device implanted, the patient had been catatonic from the drugs she had had to take for her pain. It was stated that the patient had been diagnosed with ¿post herpetic neuralgia and trigeminal neuralgia.¿ it was noted that the patient¿s implantable neurostimulator (ins) had been implanted on her right side, in her breast tissue, and would flip sideways if she would lay on her left of right side. It was noted that the ins flipping had been happening for ¿a couple of years.¿ it was noted that the patient was concerned about the thinning of the skin over the ins site, which the patient had noticed for a couple of years.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3888-56, lot# v009997, implanted: (B)(6) 2007, product type: lead. (B)(4).